Event description:
Had a mastectomy with immediate breast reconstruction (breast tissue expander). It was placed on (B)(6)2024. Mentor cpx 4 plus, smooth, breast tissue expander. Protruded through the skin causing infections/hospitalizations and surgeries. Reference report: mw5161920. Medical records: (B)(6).